Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated that he had been vomiting each night every 3-4 hours for two days, with low blood sugar levels; however, this is presumed to have meant low cgm levels since he apparently did not check bgs at first and did not know until two days later that he was in diabetic ketoacidosis (dka). At the time of the report he stated that he had eaten a lot of carbs including pho noodle soup, (B)(6) sub, (B)(6) iced coffee, and honey, and after 30 minutes his cgm was trending low again. After the two days of vomiting he tested his blood sugar which was 33.3 mmol/l although the cgm was reading 3.8 mmol/l and dropping. He stated that he was in dka for 48 hours, was very irritable, had ketones, and estimated his bg was at about 20+ mmol/l during that time. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of diabetic ketoacidosis.